Event description:
It was reported by the sales rep the devices were used during a laparoscopic hernia repair. It was reported each device jammed after the first couple firing. A fourth was opened to complete the case. There was no consequence to the pt.